Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2018 at 1 am with blood glucose of 20 mg/dl. The customer was in coma due to low blood glucose level. The customer was treated with d10. The customer was wearing the insulin pump during the hospitalization. The customer reported that the drive support cap was appeared to be normal. The insulin pump will not be returned for analysis.